Event description:
Philips received a complaint on the mx40 patient wearable monitor indicating the system had a speaker fault and had no sound. It is unknown if the device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone # (B)(6). Reporting phone # (B)(6).

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. A philips remote service engineer confirmed that the customer was provided an exchange unit to resolve their issue. Based on the information available and the testing conducted, the evaluation could not confirm the customer's alleged malfunction.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating the system displayed an error for a speaker technical fault. It is unknown if the device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. A philips remote service engineer confirmed that the customer was provided an exchange unit to resolve their issue. Based on the information available and the testing conducted, the evaluation could not confirm the customer's alleged malfunction.